Event description:
It was reported that during a lsh procedure, the device was having trouble maintaining insufflation during the case. Another device was used to complete. There was no adverse consequence to the pt.

Manufacturer narrative:
Info anticipated, but unavailable at this time.